Manufacturer narrative:
One 3rd edition service replacement dii control unit part number (B)(4) was received for evaluation on (B)(6) 2017 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no physical damage was observed. Product failed functional testing with "temperature-limit" error message on port a after warm up. Cause of overheating is a defective inductor on the main pcb. Inductor is heat sensitive. Product passed functional testing and 4 hour burn-in with a known good main pcb installed. Complaint of overheating was confirmed and a root cause was determined to be associated with an electrical component failure on the main pcb. Factors unrelated to the manufacturing and design of the device which could have contributed to the reported event includes connecting a shorted out or wet hand piece into the port a receptacle. Manufacturing records show this unit was released for distribution on (B)(6) 2016. No containment or corrective actions are recommended at this time. (B)(4).

Event description:
It was reported the dyonics power ii controller overheated. This occurred during the procedure. A backup device was available and used to complete the procedure. There was a delay of less than 30 minutes, but no patient injuries were reported